Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the device comb was bent. The skin got chewed up. Additional graft needed. Alternate mesher was used to complete the procedure. There was a delay about 30 minutes. No further consequences or impact to patient.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). UDI: (B)(4). On june 4, 2019, it was reported that the device comb was bent. The skin got chewed up. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. Product review of the skin graft mesher on june 12, 2019 revealed that the comb was not bent. The shoulder bolts and roller were damaged. It was also noticed that the belleville washers were taken off and put back on in the wrong way. The calibration and sample mesh could not be taken due to the top not closing properly because of the belleville washers. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on june 12, 2019 which included replacement of the belleville washers, shoulder bolts, ball detents, latching pins, and roller. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported bent comb cannot be specifically determined with the provided information because during product evaluation it was found that the comb was not damaged. The root cause for the skin getting chewed up however was due to the belleville washers being put on in the incorrect direction. With the information provided, it is unknown how this occurred. The device was noted to be functioning as intended after the belleville washers, shoulder bolts, ball detents, latching pins, and roller were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
There is no additional information to report at this time.